Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), and installed the software current revision, which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer that during patient use, the ventilator went into a ventilator inoperative condition. The patient was transferred to another device. There was no reported patient injury.